Event description:
It was reported that a patient's vns device was explanted due to intolerable side effects. The patient felt like her throat was closing and it was hard to breathe. However, the physician indicated that the main concern for removing vns was the patient's future need for an MRI. After vns was explanted, the physician indicated the patient's trouble swallowing has continued. The patient was diagnosed with left vocal cord paralysis. The physician also stated that the paralysis may be associated with some of her difficulty swallowing. The explanted product was returned to the manufacturer. Product analysis revealed no anomalies with the generator or lead. Both performed according to specifications.